Manufacturer narrative:
Additional information : device manufactured between october 23, 2018 to october 24, 2018. Four (4) devices were received for evaluation. During visual inspection, the bladders were observed to have ruptured. The external and internal surfaces of the bladder and the rupture line were microscopically examined for evidence of markings, abrasions, gouges, holes, or embedded particulate matter along with any surface defects on the stress-member for any signs of abnormality which may have caused the device to rupture. No signs of abnormality were found on the ruptured bladder. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported the bladder of four (4) small volume intermates ruptured during preparation. The reporter stated the liquid inside the balloon runs out. There was no patient involvement. No additional information is available.